Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on 14-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("haemorrhagic menstrual periods with clotted blood"), urinary tract infection ("urinary tract infection inflammation"), pyelonephritis ("recurrent pyelonephritis") and sjogren's syndrome ("sjögren¿s syndrome with damage to cornea of left eye with infiltration of autoimmune origin") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criterion medically significant), urinary tract infection (seriousness criterion medically significant), pyelonephritis (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant) with corneal defect, lymphocytic infiltration, dry eye and aptyalism, dyshidrotic eczema ("dyshidrotic eczema on palms and soles of feet"), furuncle ("furuncles and abscesses in the inguinal and gluteal folds") with abscess, ovulation pain ("pain at the time of ovulation"), fatigue ("extreme chronic fatigue"), migraine with aura ("incapacitating migraines with aura"), fibromyalgia ("fibromyalgia") with pain, visual impairment, disturbance in attention, amnesia, restless legs syndrome and insomnia, tinnitus ("tinnitus"), back pain ("muscle pain, primarily in the left lumbar spine and extending to the leg") and sciatica ("chronic sciatica"). In 2012, the patient experienced urinary tract inflammation ("urinary tract infection inflammation"). The patient was treated with ciclosporin, corticosteroid nos and surgery (sometimes required surgical incision with gauze packing). At the time of the report, the menorrhagia, urinary tract infection, pyelonephritis, sjogren's syndrome, dyshidrotic eczema, furuncle, ovulation pain, urinary tract inflammation, fatigue, migraine with aura, fibromyalgia, tinnitus, back pain and sciatica outcome was unknown. The reporter provided no causality assessment for back pain, dyshidrotic eczema, fatigue, fibromyalgia, furuncle, menorrhagia, migraine with aura, ovulation pain, pyelonephritis, sciatica, sjogren's syndrome, tinnitus, urinary tract infection and urinary tract inflammation with essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: results: nothing abnormal except eyes without tears. Diagnostic results: unspecified date: allergy tests for the components of essure inserts were ongoing and pelvic MRI and urinary tract CT-scan were planned. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 14-may-2019: as per information received from the french health authorities, the (B)(4) was identified as a duplicate of this case. All the information from deleted case (B)(4) has been transferred to this case. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1700877) on 31-jan-2017. The most recent information was received on 14-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left essure is of indetermine location, relatively distal"), pelvic pain ("pelvic pain"), the first episode of menometrorrhagia ("menometrorrhagia"), the second episode of menometrorrhagia ("persistent metrorrhagia and abundant menorrhagia"), post procedural haemorrhage ("very significant bleeding during the 1st month after the mirena placement"), urinary tract infection ("urinary tract infection inflammation"), pyelonephritis ("recurrent pyelonephritis"), sjogren's syndrome ("sjögren¿s syndrome with damage to cornea of left eye with infiltration of autoimmune origin"), furuncle ("furuncles and abscesses in the inguinal and gluteal folds") and menorrhagia ("haemorrhagic menstrual periods with clotted blood") in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system for menometrorrhagia. The patient's medical history included c-section (first child, female, born on (B)(6) 1996 / second child, male, born on (B)(6) 2001 / third child, female, born on (B)(6) 2008), ex-tobacco user (3 pack years, stopped 10 years ago), hidradenitis, ophthalmic migraine, obesity, atrial septal defect in 2008, radiofrequency ablation in 2008, migraine with aura, pulmonary arterial hypertension, appendectomy and abscess drainage (incision in the right axillary fossa for verneuil's disease). No history of allergies. Previously administered products included for an unreported indication: kardegic (acetylsalicylate lysine), sotalol (sotalol), previscan (fluindione), flecaine (flecainide acetate), aprovel (irbesartan), plavix (clopidogrel), cardensiel (bisoprolol fumarate) and inexium (esomeprazol). Concurrent conditions included sicca syndrome. On (B)(6) 2012, the patient experienced urinary tract infection (seriousness criterion medically significant), pyelonephritis (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant) with corneal defect, lymphocytic infiltration, dry eye and aptyalism, furuncle (seriousness criterion medically significant) with abscess, dyshidrotic eczema ("dyshidrotic eczema on palms and soles of feet"), menorrhagia (seriousness criterion medically significant), ovulation pain ("pain at the time of ovulation"), fatigue ("extreme chronic fatigue"), migraine with aura ("incapacitating migraines with aura"), fibromyalgia ("joint and muscle pain, more or less labelled as fibromyalgia") with pain, the first episode of tinnitus ("tinnitus"), back pain ("muscle pain, primarily in the left lumbar spine and extending to the leg") and sciatica ("chronic sciatica"). In 2012, the patient had essure inserted. In 2012, the patient experienced urinary tract inflammation ("urinary tract infection inflammation"). In (B)(6) 2013, the patient experienced somnolence ("daily drowsiness"). On (B)(6) 2013, the patient experienced sleep apnoea syndrome ("sleep apnoea syndrome"). On (B)(6) 2016, the patient experienced the second episode of tinnitus ("tinnitus of the right ear, pulsatile tinnitus"). On (B)(6) 2016, the patient experienced dry eye ("dry left eye"). On (B)(6) 2016, the patient experienced eczema ("discreet, not very specific spongiform dermatitis, suggesting "possible eczema""). On (B)(6) 2017, the patient experienced dizziness ("dizziness"). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and the first episode of menometrorrhagia (seriousness criteria hospitalization and intervention required). In 2018, the patient had mirena 52 mg inserted (intra-uterine), releasing product at 20 mcg/24hr continuously. In 2018, the patient experienced post procedural haemorrhage (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced ear discomfort ("left ear being closed"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), the second episode of menometrorrhagia (seriousness criteria hospitalization and intervention required), visual impairment ("visual disturbances / eye disorder"), disturbance in attention ("difficulty concentrating"), amnesia ("memory loss"), restless legs syndrome ("restless legs syndrome which stops me from sleeping"), insomnia ("restless legs syndrome which stops me from sleeping"), uterine mass ("left fundular myometrial nodular formation"), general physical health deterioration ("health status progressively deteriorated"), adenomyosis ("uterine adenomyosis"), endometriosis ("pelvic endometriosis"), pelvic discomfort ("pelvic heaviness") and abdominal pain ("abdominal pain"). The patient was treated with amoxicillin;clavulanic acid (augmentin), beclometasone dipropionate (rhinomaxil), carmellose sodium;glycerol (optive), ciclosporin (ikervis), corticosteroid nos and surgery (a total inter-ovariohysterectomy with bilateral salpingectomy and sometimes required surgical incision with gauze packing). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, the last episode of menometrorrhagia, post procedural haemorrhage, urinary tract infection, pyelonephritis, sjogren's syndrome, furuncle, dyshidrotic eczema, menorrhagia, ovulation pain, urinary tract inflammation, fatigue, migraine with aura, fibromyalgia, visual impairment, disturbance in attention, amnesia, back pain, sciatica, restless legs syndrome, insomnia, uterine mass, general physical health deterioration, adenomyosis, endometriosis, eczema, sleep apnoea syndrome, somnolence, dry eye, the last episode of tinnitus, dizziness, pelvic discomfort, ear discomfort and abdominal pain outcome was unknown. The reporter considered abdominal pain, adenomyosis, device dislocation, dizziness, dry eye, ear discomfort, eczema, endometriosis, general physical health deterioration, pelvic discomfort, pelvic pain, sleep apnoea syndrome, somnolence, uterine mass, the first episode of menometrorrhagia, the second episode of menometrorrhagia and the second episode of tinnitus to be related to essure. The reporter provided no causality assessment for amnesia, back pain, disturbance in attention, dyshidrotic eczema, fatigue, fibromyalgia, furuncle, insomnia, menorrhagia, migraine with aura, ovulation pain, post procedural haemorrhage, pyelonephritis, restless legs syndrome, sciatica, sjogren's syndrome, urinary tract infection, urinary tract inflammation, visual impairment and the first episode of tinnitus with essure. The reporter provided no causality assessment for abdominal pain, adenomyosis, amnesia, back pain, device dislocation, disturbance in attention, dizziness, dry eye, dyshidrotic eczema, ear discomfort, eczema, endometriosis, fatigue, fibromyalgia, furuncle, general physical health deterioration, insomnia, menorrhagia, migraine with aura, ovulation pain, pelvic discomfort, pelvic pain, post procedural haemorrhage, pyelonephritis, restless legs syndrome, sciatica, sjogren's syndrome, sleep apnoea syndrome, somnolence, urinary tract infection, urinary tract inflammation, uterine mass, visual impairment, the first episode of menometrorrhagia, the first episode of tinnitus, the second episode of menometrorrhagia and the second episode of tinnitus with mirena. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Allergy test - on an unknown date: allergy tests for the components of essure inserts were ongoing and pelvic MRI and urinary tract CT-scan were planned. Audiogram - on (B)(6) 2016: normal audiometry. Biopsy - on (B)(6) 2015: a biopsy curettage of the endometrium concluded that there were no inflammatory, hyperplastic or tumoral lesions. Non-suspicious active folliculinic endometrium. Biopsy salivary gland - on (B)(6) 2015: accessory salivary glands normal. Absence of amyloid deposit. Absence of granuloma. Biopsy skin - on (B)(6) 2016: the histological appearance is that of a discreet, not very specific spongiform dermatitis, but suggesting in the first intent the hypothesis of eczema, or a viral infection. No evidence of pityriasis lichenoides. Blood test - on an unknown date: results: nothing abnormal except eyes without tears. Computerised tomogram - on (B)(6) 2017: no obstruction of sinus or petro-mastoidal infection site. There was no abnormality of the outer, middle and inner ears. Gynaecological examination - in 2015: showed nothing unusual. Hysteroscopy - on (B)(6) 2015: did not find any intracavitary polyp or fibroid. Nuclear magnetic resonance imaging - on an unknown date: a fundal nodular mass of undetermined origin. Sleep study - on (B)(6) 2013: showed ¿sleep apnoea syndrome with an index of 8.6¿. Daily drowsiness with an epworth drowsiness scale score of 17. Ultrasound scan - on an unknown date: showed a uterus measuring 81 x 48 x 55 mm, with adenomyosis. The essure implants appear to be in place, with an endometrium at 10 mm and normal ovaries. There is a left fundular myometrial nodular formation, of undetermined origin; on (B)(6) 2015: conclusion: normal pelvic ultrasound. In particular, fine endometrium and no anomaly of appendages. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 14-may-2019: as per information received from the french health authorities, case (B)(4) was identified as a duplicate of this case. All the information from deleted case (B)(4) has been transferred to this case. New reporter lawyer added; patient¿s demographic details provided; medical history and historical drug added; new lab data provided; essure was inserted in 2012 and removed on (B)(6) 2018; mirena for menometrorrhagia was added as suspect drug; treatment drugs added; new events added: pelvic pain; menometrorrhagia; persistent metrorrhagia and abundant menorrhagia; left essure is of indetermine location, relatively distal; very significant bleeding during the 1st month after the mirena placement; left fundular myometrial nodular formation; health status progressively deteriorated; uterine adenomyosis; pelvic endometriosis; discreet, not very specific spongiform dermatitis, suggesting "possible eczema"; sleep apnoea syndrome; daily drowsiness; dry left eye; tinnitus of the right ear, pulsatile tinnitus; dizziness; pelvic heaviness; joint and muscle pain, more or less labelled as fibromyalgia; left ear being closed; significant migraines; abdominal pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.